Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder ligament repair surgery, after implanted the healicoil, the anchor was separated free from the suture. The procedure was successfully completed using a back-up device. It is unknown if there was a delay. No other complications were reported.

Manufacturer narrative:
H3, h6: ¿the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided images revealed the inserter device with debris on it with no anchor and the packaging in two pictures and one image of a pile of used tools. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.